Event description:
I had a kugel mesh product code 0010205 implanted on (B)(6)2008 to repair two hernia at (B)(6) medical center by dr (B)(6). I had the kugel mesh product code 0010205 removed on (B)(6)2010 after suffering an infection for over a year and abdominal pain. I learned the patch was broken and twisted my intestines. Dates of use: (B)(6)2008 - (B)(6)2010. Diagnosis or reason for use: repair ventral and umbilical hernia.